Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device displayed new sensor during warm up. Data was provided for investigation. Confirmation of the complaint was not confirmed via data. The probable cause could not be determined via data. A stale start command was observed in the data.